Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was reduced angulation in all direction on the bending angle and play due to wear on the angle wire. Upon further inspection, it was observed that foreign material was clogging the nozzle due to insufficient cleaning. In addition, normal water supply was not performed in the jet channel due to clogging. It was also observed that the following unit components were dirty due to incorrect or insufficient reprocessing of the scope: plastic distal end cover, connecting tube, light guide protector, control unit, scope connector cover, right and left knob, the up and down knob, the grip, switch 1, switch box, the universal cord, scope connector cover unit and cover case as well as the bending section cover, in which clotting protein was identified. It was observed that channel tube water tightness was lost. It was also observed that the water tightness was lost in the plug unit due to deformation. It was observed that the objective lens had a scratch. It was also observed that the light guide lens had a chip. It was observed that the plastic distal end cover had a dent and the adhesive on the bending section cover was detached. It was also observed that the connecting tube had a wrinkle, and the light guide protector had a cut. It was observed that suction cylinder was shaved, and the light guide bundle had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had reduced angles in all directions. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle had foreign material, however, the specific material could not be identified. Additionally. The device was dirty at the distal end cover (c-cover), the bending section cover (a-rubber), the insertion tube/protector, control section, angulation knobs, grip, switches/box, universal cord, scope case, and scope cover. Upon further follow up, it was noted that the user sometimes delays precleaning, which could have affected the event. It is likely the user's understanding differed from olympus recommendations in handling and/or reprocessing of the device. The event can be prevented by following the instructions for use (IFU) which state: "5.3 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor field performance for this device.